Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A mechanical inspection was performed and it was observed that the unit generated an audible alarm. A visual inspection was performed and no anomalies, no contamination or corrosion were found. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic service center received a report of a n560 where the device did not generate an audio alarm. It was reported that later at an unspecified date and time the patient died. At this time, it is unclear if/how the device contributed to the patient event, so medtronic is requesting additional information regarding the circumstances of the event.